Event description:
It was reported that the clinical study patient experienced a possible would infection at the implantable pulse generator (ipg) site. The patient was administered medication. The event was assessed as having a possible relationship to procedure. The event was assessed as not related to the device or stimulation. The event was reportedly resolved.